Event description:
The patient had been shooting hoops and then had lunch. He had blood in his mouth which he spit out and then he vomited, which did not have any blood. He continued vomiting all day. He was not sure were the blood came from. The patient also experienced a mild shocking sensation at the ins site which came and went and was felt mostly when he was standing or moving, not when sitting. Nothing relieved the sensation or cause it to be worse. The patient was directed to his physician. Further information is being requested from the hcp.